Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. "An alarm sounded, and airflow was stopped". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The error was recorded in the event log and pin #1 of the six-pin harness that connected to the main board was found to have a burnout. The device's power management board and the six-pin harness were replaced to address the issue.